Manufacturer narrative:
The customer reported the analyzer was "getting warm/hot". There were no allegations of patient/user harm. There were no allegations of incorrect results. Customer service instructed the user to properly insert batteries. The customer stated during troubleshooting that they had been inserting the batteries in the wrong direction. The analyzer was returned. Product support investigated the analyzer and the customer complaint could not be duplicated. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported the analyzer was "getting warm/hot". There were no allegations of patient/user harm. There were no allegations of incorrect results.